Manufacturer narrative:
(B)(4). The customer provided a photo of a sample. The photo was visually inspected and the reported condition was confirmed. The photo revealed that the lipid and amino acid chamber were pre-activated. The root cause of the reported condition was undetermined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Event description:
The customer reported to baxter (B)(4) regarding the multilayer bag set in which the lipid has leaked into amino acid chamber. There was no patient involvement/injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample is not available; however, a picture of the defect was provided. A follow up report will be submitted once the investigation is complete. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.